Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that ems was dispatched to assist him due to a seizure caused by a low blood glucose event. The seizure occurred on (B)(6) 2016. The patient was treated with glucose and an IV. During troubleshooting the device settings were accurately programmed. The reservoir displayed the same amount of insulin as the status screen. The customer did not believe that the insulin pump over-delivered. The insulin pump was not returned for analysis.